Event description:
It was reported that this cardiac resynchronization therapy defibrillator (CRT-D) detected correctly a ventricular tachycardia (VT), anti-tachycardia pacing (ATP) therapy was delivered however, it was not successful and a second burst needed to be delivered. It was noticed that high capture thresholds and loss of capture was detected. during this time. Additionally, it was noted that in another ventricular tachycardia (VT) episode a delay in therapy was observed. Troubleshooting was discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.